Event description:
It was reported that cartridge alarm 30 occurred while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge, successfully resumed insulin delivery, and issue was reported as resolved with no additional follow-up noted.